Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leak from connector, changed new one, no leak issue. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a y-site valve leak is confirmed. Two 20 ga x 0.75 in safestep infusion sets were returned for evaluation. One of the devices was returned with the safety mechanism engaged. The second device did not have the safety engaged. The infusion sets were flushed with water using a 12 ml syringe and no leaks were observed. The devices were pressurized while infusing through the proximal luer. The infusion set with the activated safety was found to form a bead of fluid at the y-site hub. A continuous leak was not observed. The product instructions for use (IFU) warnings state, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leak from connector, changed new one, no leak issue. No additional information provided.